Manufacturer narrative:
This is a one-time use, disposable pin and the site disposed of it. Device not returned.

Event description:
A medtronic clinical specialist (cs) called to report that during a spinal fusion surgery the percutaneous reference pin would not fit in either the regular passive frame or on the air frame. They swapped it out for another pin of the same dimensions and each frame received it as expected. They did not use the same pin hole in the bone, but instead moved the pin over a few cm. This caused a 2-3min delay to the procedure. No known impact on patient outcome due to this issue.